Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via a manufacturer representative reporting that the cause was suspected to be related to anesthesia. The patient was still not able to void. The lead pull was planned to be on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a trial patient with a wireless external neurostimulator (wens) for and unknown indication for use. It was reported that on (B)(6) 2018 in post-op, the patient was unable to obtain parasthesia due to the oor (out of regulation) message. The patient was unable to use their patient programmer to adjust stimulation to the desired settings because of the oor. The therapy was unable to be delivered with parasthesia. The therapy was currently being delivered without parasthesia as the system cannot provide enough output for parasthesia. No factors were reported that may have contributed to the issue. The rep indicated that they did try varying rates, pulse widths (pws) and electrode configurations with the same results. The impedances were all within rance and a picture showing this was sent. It was reported that the patient left with a simple bi pole on 6 through 7 with the pw220 and the rate at 1000 per use of special density programming protocol. The rep indicated that they would evaluate for pain relief. If there are no results they would bring the patient back in for reprogramming and again attempt to deliver parasthesia. The issue had not been resolved at the time of the report. No surgical intervention has been performed or planned. Additional information was received from the rep. They were informed that the patient had not been able to void since the trial procedure on (B)(6) 2018, and as a result the patient had to self catheterize 4 times. The rep redirected the patient to their doctor and to shut off the stimulation to determine if the stimulation was contributing to the inability to void. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.